Event description:
A malfunction alarm occurred, indicated by alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller to disconnect from the site and perform a series of corrective actions, including loading a new cartridge and delivering a bolus, which was completed successfully. A one-time pump replacement was provided, and the customer will use mdi as a backup therapy.